Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-13001. Related manufacturer reference number: 2017865-2023-13002. It was reported that the patient presented in the hospital experiencing fever due to ruptured pacemaker pouch and pacemaker pouch infection. It was noted that the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were eroded through the pacemaker pouch and pacemaker pouch infection was discovered. The entire pacemaker system was then explanted. The patient's condition was stable.